Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the pt has experienced pain. An unknown size taxus express2 drug eluting stent was placed in an unknown vessel. The pt's family member reports that the pt has been experiencing joint and/or muscle pain, pain in their calf, and hand pain post stent implant. The pain comes and goes at various times. The pt has been seen by cardiologist and continues to take asa and plavix daily. Multiple attempts to gather more information from the physician involved and the initial reporter have been unsuccessful.